Event description:
It was reported that this patient underwent open heart surgery and during the surgical procedure, the electrode was cut. The plan is to let the patient recover from the open heart surgery, then re-implant a new electrode in a few weeks. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) therapies have been turned off and the patient will be sent home wearing a life vest. At this time, evidence suggests surgical intervention has not been taken. The electrode remains in service. No adverse patient effects were reported.